Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, thirteen sealed samples that pertain to product code d7185. In the inspection of the returned samples, the packets were opened and were tested to verify the dispensability of the sutures, and the sutures were dispensed without problems. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: here was no known adverse consequences associated with the patient so far. Re adverse consequence associated with the injured nursing staff member: - there is a 3 months window observation period for infection therefore outcome will not be conclusive till the 3 months is up. Re operation where the 0 pds atraumatic was detached & stuck inside patient¿s cavity: there was nil known complication as a result of the prolonged surgery time up-to-date. The tissue being sutured was lodged between layers of fat. No additional dissection was required on other tissue other than targeted tissue, although surgeon had to use a pair of artery to dig through the fat to look for and retrieve the needle. The operation was prolonged because of it. But we do not have a record of the exact minute count. There was no known change in post op care related to the prolonged operation. Re complaints on ¿multiple cases that happened across different specialties¿: I had at least 10 scrub or scout nurses reporting the problem of difficulty in pulling sutures out of inner packages. Specialties involved include colorectal, urology, robotic, general, gynaecology & orthopaedics. Unable to provide exact number or specifications of cases as they were retrospective feedbacks and no adverse effect on patient was known at the time. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the 0 pds atraumatic was detached & stuck inside patient¿s cavity. No adverse patient consequences were reported. Additional information was requested.